Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference the related manufacturer report no: 2015691-2022-07450.

Event description:
During a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the operator had trouble advancing the valve through the esheath plus. Once in the descending aorta, the valve was unable to mount on the balloon. At that time, it was observed that the valve had a strut flared on cine. Photos were provided that show that the balloon was torn. The operator made the decision to try and pull the valve back into the sheath but was not able to pull them back as a unit. A decision was made to do a cutdown on the femoral artery. A cutdown was performed, and the patient is doing well. The procedure was converted to a surgical valve.

Manufacturer narrative:
The commander delivery system (ds) was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided by the site and revealed the following: separation at the inflation/crimp balloon bond, the flex shaft of the delivery system was inserted through the 14frech esheath plus with the valve removed from the inflation balloon, no liner bunching, and the valve had a bent strut from the outflow side. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. During manufacturing, the commander delivery system is both visually inspected and tested several times throughout the process. During the final inspection, the device undergoes visual and functional inspections. Additionally, the delivery system is tested and inspected on sample devices from each lot during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The following instructions for use (IFU) were reviewed: commander delivery system, the device preparation manual, and the procedural training manual. Based on this review, no IFU/training deficiencies were identified. The complaint for valve alignment was unable to be confirmed as no applicable procedural imagery was provided for evaluation. However, the complaint of balloon tear and withdrawal difficulties was confirmed based on the evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "once in the descending aorta the valve was unable to mount on the balloon." Procedural notes explain that the "patient had very torturous femoral arteries and descending aorta." Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving" (thv becomes unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. Post-procedural imagery revealed a torn crimp balloon. Based on available information, material separation occurred at an unknown point during use. In this case, there was valve alignment difficulty reported. Additionally, a review of the imagery did not reveal liner bunching at the sheath tip. This indicates that the balloon tear likely occurred during valve alignment. Potential root causes for material separation between the inflation balloon and crimp balloon have been identified and documented in a product risk assessment (pra). Performing valve alignment in a non-straight section can cause the valve to "dive" into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual tension on the system and weaken the crimp balloon, resulting in a crimp balloon tear. As reported, "at that time, it was observed that the valve had a strut flared on cine. The operator made the decision to try and pull the valve back into the sheath but was not able to pull them back as a unit. A decision was made to do a cut down on the femoral artery." It is possible that the reported tortuosity within the patient's arterial anatomy contributed to the reported withdrawal difficulties. The presence of tortuosity can create challenging anatomy which can create non-coaxial withdrawing angles causing the thv to catch onto the distal tip of the sheath, and therefore contribute to the withdrawal difficulty reported. As a bent valve strut was observed on the outflow end, it is possible that the strut may potentially interact negatively with the sheath tip and further contribute to the reported withdrawal difficulties. In this case, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section, non-coaxial withdrawal, withdrawal of bent valve strut) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for (balloon torn) separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra) and CAPA.